Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident was 88 mg/dl. During troubleshooting the customer verified that the battery compartment was cracked. The customer mentioned a blank display anomaly. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. No unexpected blank display. Lcd was board ok. No unexpected failed battery anomaly noted. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window